Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting adequate pain relief as the ipg was angled into some fatty tissue in the pocket causing difficulty charging ipg. Database analysis revealed charge profile shows signs of poor charger to ipg coupling. The patient underwent a revision wherein the ipg was relocated. The patient was dong well postoperatively.